Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, there was contamination under the front response button metalic center dome. The cause of the inability to activate the monitor is the contaminated metalic center dome. The root cause of the contaminated center dome is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.